Event description:
The facility sent an infusion pump to baxter with paperwork reporting a failure code 500. It was not known if this had occurred while infusing on a pt. No record of any pt incident involving the pump.